Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient experienced an "m31 air detected in cassette" alarm occurrence during peritoneal dialysis treatment. The patient contact inspected the cycler and did not find any fluid in or on the cycler, but mentioned there was a fluid leak on the patient, the floor, and bed earlier when she had come into the bedroom to check on patient. The patient contact could not figure out where the fluid had leaked from. The patient contact stated the patient did not feel extra full or uncomfortable and stated the patient felt normal and continued completing peritoneal dialysis treatments. The sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient experienced an "m31 air detected in cassette" alarm occurrence during peritoneal dialysis treatment. The patient contact inspected the cycler and did not find any fluid in or on the cycler, but mentioned there was a fluid leak on the patient, the floor, and bed earlier when she had come into the bedroom to check on patient. The patient contact could not figure out where the fluid had leaked from. The patient contact stated the patient did not feel extra full or uncomfortable and stated the patient felt normal and continued completing peritoneal dialysis treatments. The sample was discarded.